Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure (batch no. 968709-inv,958709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included toxemia of pregnancy (1st pregnancy), hypertension, multigravida, grand multiparity, pelvic congestion syndrome, lower abdominal pain, head tightness, chest pain and abdominal pain. Previously administered products included for an unreported indication: vicodin and fioricet. Concurrent conditions included appendectomy. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("gastrointestinal or digestive system condition type:constipation"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain upper ("stomach pain") and menstruation irregular ("irregular periods"). The patient was treated with ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes), endometrial curettings). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, weight increased, abdominal distension, constipation and abdominal pain upper outcome was unknown, the headache and menstruation irregular had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain upper, constipation, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstruation irregular, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the coils have focal adherent fibroconnective tissue fragments. One coil is 14 cm in length with the opposite coil being stretched to 25.5 cm. 0 to 1 coil was in the endometrial cavity on the left side and approximately 8 coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Computerised tomogram - on (B)(6) 2013: findings: bilateral essure tubal occlusion coils are noted in the fallopian tubes. A very small fat containing umbilical hernia is noted. There is diffuse fatty infiltration of the liver noted, most likely secondary to obesity related hepatic steatosis. In addition, the appendix is thickened and enhancing and fluid filled and the maximum appendiceal diameter is approximately 15 mm which is definitely abnormal. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion, migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dyspareunia, menorrhagia. Lot # (968709) is invalid. Lot number: 958709 manufacture date: 2012-03 expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure (batch no. 968709,958709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included toxemia of pregnancy (1st pregnancy), hypertension, multigravida, grand multiparity, pelvic congestion syndrome, lower abdominal pain, head tightness, chest pain and abdominal pain. Previously administered products included for an unreported indication: vicodin and fioricet. Concurrent conditions included appendectomy. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("gastrointestinal or digestive system condition type:constipation"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain upper ("stomach pain") and menstruation irregular ("irregular periods"). The patient was treated with ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes), endometrial curettings,). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, weight increased, abdominal distension, constipation and abdominal pain upper outcome was unknown, the headache and menstruation irregular had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain upper, constipation, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstruation irregular, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the coils have focal adherent fibroconnective tissue fragments. One coil is 14 cm in length with the opposite coil being stretched to 25.5 cm. 0 to 1 coil was in the endometrial cavity on the left side and approximately 8 coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Computerised tomogram - on (B)(6) 2013: findings: bilateral essure tubal occlusion coils are noted in the fallopian tubes. A very small fat containing umbilical hernia is noted. There is diffuse fatty infiltration of the liver noted, most likely secondary to obesity related hepatic steatosis. In addition, the appendix is thickened and enhancing and fluid filled and the maximum appendiceal diameter is approximately 15 mm which is definitely abnormal.. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion, migration of essure device. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dyspareunia, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received : reporter added, plaintiffs middle name added, lot number added, patient demographic updated, medical history and lab data added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included toxemia of pregnancy (1st pregnancy), hypertension, multigravida, grand multiparity and pelvic congestion syndrome. Previously administered products included for an unreported indication: vicodin and fioricet. Concurrent conditions included appendectomy. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("gastrointestinal or digestive system condition type:constipation"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain upper ("stomach pain") and menstruation irregular ("irregular periods"). The patient was treated with ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes), endometrial curettings,). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, weight increased, abdominal distension, constipation and abdominal pain upper outcome was unknown, the headache and menstruation irregular had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain upper, constipation, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstruation irregular, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the coils have focal adherent fibroconnective tissue fragments. One coil is 14 cm in length with the opposite coil being stretched to 25.5 cm diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram: in (B)(6) 2013: total bilateral occlusion, migration of essure device. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dyspareunia, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, gastrointestinal or digestive system condition type: bloating, constipation, stomach pain, irregular periods were added.outcome of events headache, irregular periods from unknown to recovered/resolved and cramping from unknown to recovering/resolving were updated.concomitant condition and drugs, new reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.